Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was a false asystole noted due to undersensing on the device. Reprogramming is anticipated to resolve the event, and the patient was stable with no consequences.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event.